Manufacturer narrative:
(B)(4). The recipient underwent aspiration of the abscess. The recipient was treated with augmentin and ciprodex for one week prior to explant. The recipient was also prescribed cefdinir. The recipient's infection has resolved. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damage at the epoxy header region and sliced fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured.

Event description:
The recipient reportedly experienced an infection and abscess formation at the implant site. The recipient's device was explanted.